Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred and continued after an infusion set change. The customer's blood glucose (bg) level was 326mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reported observing cracks on the cartridge. Tandem technical support educated the customer in regards to the possible causes of cartridge cracks. The customer was to perform a cartridge change to address the issues.